Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. The capture thresholds increased to 3.0 v, 1.0 ms and 4.5 v, 0.5 ms. The device was reprogrammed.